Manufacturer narrative:
.

Event description:
It was reported that the patient developed a wound infection. The patient was hospitalized and treated with antibiotics. The device remains implanted. The infection was resolved. Patient condition was stable.